Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that they experienced hyperglycemia with blood glucose (bg) levels of 513 mg/dl confirmed by fingerstick following use of the ilet. The user disconnected from the ilet and transitioned to backup insulin therapy. No hospitalization was required, and no long-term health effects were reported.